Event description:
The customer from sweden reported that in the morning her sensor advised that her glucose level was 3.5 mmol/l. The customer ate breakfast, went for a walk and then attempted to test her blood glucose with the contour next one meter, since her sensor was no longer functioning. The customer reported that no result was displayed despite several attempts with different contour next test strips. Although, the customer did not know her blood glucose values, she got in her car and drove for 4 miles before stopping to eat a hamburger. Following this, the customer drove a further 2 miles and then she passed out and crashed her car. An ambulance was called and the customer was admitted to hospital. No treatment details were provided. The device is not expected to be returned for evaluation.

Manufacturer narrative:
The customer stated that when they attempted to perform blood glucose testing with the contour next one meter, the temperature was around -2°c. As described in the contour next one user guide, the meter is designed to give accurate blood results at temperatures between 5°c and 45°c. If the meter or test strip is outside this range, a test should not be performed until the meter and test strip are within this range. Whenever the meter is moved from one location to another, approximately 20 minutes should be allowed for the meter to adjust to the temperature of the new location before performing a blood glucose test. The customer did not follow these instructions. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The customer did not provide the product details. Therefore no information was captured in section d4 (model # and serial #), and the device manufacture date (h4) could not be determined.